Event description:
Rayner intraocular lenses limited received notification of an event that occurred at a (B)(6) healthcare facility during use of a superflex iol. The event description provided states "the trailing haptic of the rayner superflex jammed in the lens injector".

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The healthcare facility reports that the haptic of the superflex iol became jammed in the injector during implantation. The healthcare professional has informed rayner that a diamond knife had to be used to cut the haptic in order to free the lens and enable removal of the lens from the eye. The patient is reported to have had a severe head tremor during uncontrollable head movement as the diamond knife was being used resulting in corneal laceration. This report was discussed during a visit to the healthcare facility that took place on (B)(6) 2015. During this meeting it was noted that the operating surgeon would not have had to use the diamond knife if the haptic had not got trapped during implantation. The healthcare facility, although they have stated that the patient experienced an uncontrollable head tremor, attributes corneal laceration to the haptic becoming trapped during implantation. The event resulted in "minor" injury to the patient. It is not possible for rayner to determine the cause of the haptic becoming trapped in the injector as the device is not available to rayner for inspection. The superflex iol was removed from the eye and discarded by the healthcare facility.